Event description:
A customer reported experiencing a tandem mobi cartridge alarm during the load process of the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the issue by replacing cartridges twice before successfully loading the new cartridge onto the pump, and technical support provided guidance to ensure proper cartridge replacement in the future.